Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, lead noise and several episodes of inappropriate mode switch episodes were observed on the ra lead. No plans were made to make programming changes due to device change out procedure being scheduled soon with possible lead replacement. No further information available.